Event description:
It was reported that the handle was removed from body of punch - poor solder between the join. Punch was tapped into patient, handle snapped off on removal, the handle had to be pulled out.

Manufacturer narrative:
The reported mgnum punch (3.2mm) device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿handle was removed from the body of punch - poor solder between the join. Punch was tapped into the patient, handle snapped off on removal, the handle had to be pulled out.¿ an exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Normal wear and tear. Visible deterioration such as corrosion or damage resulting from wear and tear or handling is cause for retirement of the instrument from further use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the handle was removed from the body of punch - poor solder between the join. Punch was tapped into the patient, handle snapped off on removal, the handle had to be pulled out. All the pieces were removed from the patient.